Event description:
As reported to manufacturer by plcm group: patient death. Patients mother stated to apria therapist, that she believes if her son had been on a lp6+ ventilator rather than the elp6 he would still be alive.